Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic on (B)(6) 2018 for a routine check. Upon review, the patient's right atrial lead exhibited lead noise. The noise was not reproducible. No action was taken and the patient would continue to be monitored.